Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. The paint chipping occurred on the headlight, the label on fork was peeled and the layer of fork's keypad was peeling off. No information about any injury has been provided, however, we decided to report this case in abundance of caution as any particles peeling from the device could be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification, since appearance of chipped paint or label or keypad layer could be considered as technical deficiency, and in this way device contributed to event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The label peeling off is probably due to excessive friction during cleaning or inappropriate cleaning products and the hard knocks, which could cause scratches, chips and other damages. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad tape, its replacement must be performed. The tape is available as spare part. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the paint resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on the plastic surfaces and leads to its degradation. The concentration of chemical products, the presence of agent residual on the disinfected surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth ad to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectant solutions high concentrations prohibited products we believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th august 2021 getinge became aware of an issue with one of our surgical lights ¿ powerled. The paint chipping occurred on the headlight, the label on fork was peeled and the layer of fork's keypad was peeling off. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles peeling from the device could be a source of contamination.